Event description:
It was reported that ischemia and hypotension occurred. A 2.50 x 20 mm agent drug-coated balloon (dcb) was selected for use. Aggressive pre-dilatation was performed for in-stent restenosis (isr) at the ostial circumflex, left anterior descending artery (lad), and left main bifurcation using nc emerge and non-boston scientific balloons. The device was prepared according to standard protocol. During attempted delivery to the ostial circumflex, the agent balloon encountered resistance and failed to cross easily. Multiple attempts with deep guide engagement led to ischemia. The balloon was eventually successfully advanced and inflated; however, after 30 seconds of inflation, the patient developed severe hypotension, requiring administration of neo-synephrine (neo), deflation of the agent balloon, and disengagement of the guide catheter. Further neo-synephrine was administered, and the patient was instructed to cough to mitigate the risk of cardiac arrest. After 20 seconds, the hypotension resolved, and the procedure was successfully completed without further complications. The patient fully recovered.